Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that blue power led was blinking and the charger was faulty the assignable root cause was due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the universal battery charger device blue light was blinking. The event was not reported to have occurred during a surgical procedure. There was a no delay due to the reported event as an unspecified spare charger was available for use. There was no patient involvement reported. No patient or user injury was reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.